Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The taxus express2 3.0x8mm drug eluting stent was unable to cross the lesion. The stent delivery system froze on a choice pt wire. The physician pulled the stent delivery system back and the shaft broke in half outside the patient. The remaining portion of the stent delivery system and the wire were removed from the patient without complications. The lesion was critical and difficult to cross. The vessel was rewired with a new choice pt wire and the procedure was completed with a different stent. No patient complications occurred. Patient status is satisfactory.